Event description:
Note: this report pertains to one of the two devices used on the same patient. Refer to manufacturer report #3005099803-2022-08087. For the associated device information. It was reported to boston scientific corporation on (B)(6) 2022, that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the pancreas to treat a pancreatic pseudocyst during an endoscopic ultrasound (eus) with axios stent placement procedure performed on (B)(6) 2022. The axios stent was deployed using the eus method where second flange is deployed in the scope, and then the stent is released from the scope by advancing the catheter and retracting the scope in a 1:1 fashion. During the procedure, the first flange of the axios stent was deployed; however, the second flange of the axios stent (the subject of this report) was unable to be deployed inside the scope. The axios stent was removed from the patient partially deployed, together with the scope. A second axios stent and electrocautery enhanced delivery system of different size (the subject of manufacturer report#3005099803-2022-08087) was used, but the same problem was encountered. The second flange of the axios stent would not deploy inside the scope. The second axios stent was removed from the patient partially deployed on the delivery system and the procedure was completed with another axios device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4).